Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump was received with broken off reservoir tube lip. The reservoir was unable to lock in place and unable to perform occlusion test due to completely broken off reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer reported that the insulin pump received no delivery alarm and there was damage at the reservoir compartment. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer stated that the o-ring was missing from the reservoir and part of the plastic was chipped off. The customer's blood glucose was 245 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and with the insulin pump. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.